Event description:
Information alleged that an invasively ventilated pediatric patient was using the device when the power cord became disconnected from the back of the device. The patient was diagnosed with birth asphyxia, and micro cephally. The patient was reported to be able to trigger the device, but could not maintain adequate tidal volumes on his own to maintain his oxygen saturations.the device was alleged to have not alarmed as a result of the reported event. The patient reportedly desaturated, and became "dusky in appearance." The patient was manually ventilated, and placed on a back up device. The patient was reported to have suffered no adverse effects as a result of this alleged incident. The device, per its labeling, is intended to be used to provide non invasive ventilation in adult patients (>30kg), for the treatment of respiratory insufficiency (a condition in which the patient can continue without ventilation for some period, such as overnight). The device labelling also suggests that an ac cable retainer be utilized to minimize unintentional disconnection. It appears that the device may not have been appropriat for the patient's ability to maintain tidal volume, and saturation on their own, and the use of the device invasively was not in accordance with device testing. On initial evaluation the alleged alarm failure could not be duplicated. However, the device software did log a power loss, and audible alarm failure. At this time this appears to be an intermittent failure, and the investigation is still ongoing. If any further pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Na.